Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has a damaged printer. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, e4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The getinge field service engineer (fse) discovered that the printer had sustained previous damage due to saline contamination. It was also discovered that the doppler was missing and the tether assembly was damaged. The fse replaced the printer, tether assembly and doppler to resolve the issue. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept. (Fat) received part number 0161-00-0024-04 serial number (B)(6) with a reported unit failure of damaged printer due to saline. The failure analysis and testing dept. Performed a visual inspection and observed white residue on part number 0161-00-0024-04 serial number (B)(6) , which is consistent with saline. Due to the damage caused by the saline the fat dept. Cannot investigate this complaint any further. Retaining the printer in the fat dept. Per procedure number.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a damaged printer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.